Manufacturer narrative:
The reported symptom balloon valve leak warning was not confirmed. The reported symptom iipv (dv > 200% of fv) was not confirmed. The simulated treatment was performed, completed without any failures or problems. The cycler weighed fill volume values were within tolerance. During the treatment, weigh and record the amount of fluid in the pseudo-patient bag after each fill, and compare the weighed fill values in each cycle with the treatment¿s programmed fill setting the system air leak passed. The voltage check passed. The load cell value and verification was within tolerance. A visual inspection of the returned cycler exterior showed no sign of physical damage. There was no presence of visible liquid or evidence of past fluid within cycler.

Event description:
Peritoneal dialysis patient contact called while in step 4 of setup receiving m30 balloon valve leak warning. During troubleshooting the patient was advised to discontinue use of the liberty select and to contact the clinic nurse. Follow up with the patient contact indicated that the patient completed treatment with continuous ambulatory peritoneal dialysis. Patient also reported having pain in the abdomen. Additional information was solicited. Patient¿s clinic provided treatment details which was assessed 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain (unknown) where 8400ml drained. This drain is 263% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of the prescribed fill volume of 3200ml is 5760ml. Therefore, a reportable malfunction has occurred. There is no indication that the patient encountered a serious injury or was provided medical intervention. The liberty select was replaced.